Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to treat a slightly calcified soft tissue lesion in the proximal right superficial femoral artery (sfa). It is reported a previously deployed protege everflex stent was fractured in vivo post deployment. The date this stent was implanted is unknown. The fracture was bridged with an entrust everflex stent inside of the stent.